Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis. The meter passed all testing with no faults found. The reported issue could not be confirmed.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch verio2 meter displayed inaccurately high results compared to the patient's feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the subject meter started to read inaccurately prior to (B)(6) 2016. She reported that the patient obtained alleged inaccurately high blood glucose results of "274, 330, 325, 260 and 326 mg/dl." Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin, which he self-adjusts. The reporter indicated that the patient increased his medication as a result of the alleged high results. She claimed that an unknown time after the start of the alleged issue, the patient became "disoriented." The reporter claimed that the patient was taken to the emergency room (ER) where a blood glucose result of "44 mg/dl" was obtained on the ER/hospital meter on the morning of (B)(6) 2016. The reporter also indicated that the patient received treatment of food/drink from a healthcare professional (hcp) for his symptoms. During troubleshooting, the cca noted that the patient's test strips were within expiry date and had been stored correctly and the meter was set to the correct unit of measure. The reporter did not have control solution to test the meter and test strips. The patient's products were requested back for investigation and replacement products were sent to the patient. The meter has been received by lfs and has been tested by product analysis. The meter passed testing; the reported issue could not be confirmed. The patient also returned a vial of test strips. However, these were onetouch ultra test strips which differed from those in the complaint and, as such, the returned test strips are not being tested. This complaint is being reported because the reporter claims the patient obtained inaccurate high readings on the subject meter, increased his medication based on the alleged results and reportedly developed signs and symptoms suggestive of severe hypoglycemia which required hcp intervention, after the alleged meter issue began.